Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on (B)(6) 2017 for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed. The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR in cases of clinical death. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. Based on available information, autopulse did not start and did not perform any compression. Manual CPR was performed and rosc was not achieved by manual CPR. It is not clear if manual CPR was provided before autopulse deployment or during trouble shooting. For a trained user, the time to trouble-shoot or change battery should be quick, similar to the time necessary for rescuer rotation, and presents the same workflow as manual CPR. The short interruption will not negatively impact the patient outcome. The cause of patient's death was likely to be patient's underlying clinical condition.

Event description:
It was reported that during patient use the autopulse would not start and displayed ua07 (discrepancy between load 1 and load 2 too large) error message. According to the customer, they cannot remember the exact wording of the error message and stated that the display read something along the lines of correct patient alignment and restart. Customer stated that the patient was sufficiently aligned however, the lifeband would not tighten around the chest. Customer also reported that regardless of positioning, they received the same message on the display. The use of autopulse was discontinued and manual CPR was performed for an unknown length of time. Rosc (return of spontaneous circulation) was not achieved. Patient expired and cause of death is unknown. Customer did not believe that the autopulse issue is a contributing factor to patient's death. No other information was provided.

Manufacturer narrative:
The customer reported issue of the autopulse displayed ua07 (discrepancy between load 1 and load 2 too large) error message was confirmed during initial functional testing and in the archive data review. The issue was attributed to a defective load cell 1. The defective load cell 1 was replaced to remedy the issue. Visual inspection was performed and found the load plate cover was damaged and the lcd display had no backlight. The encoder shaft exhibited binding and resistance and was hard to rotate. The autopulse platform is a reusable as well as serviceable device and was manufactured on 09/30/2015. Therefore, this type of physical damage found during visual inspection are characteristics of normal wear and tear for the life of the device and are unrelated to the reported complaint. Archive review showed multiple ua07 (discrepancy between load 1 and load 2 too large) error message occurred on the reported event on (B)(6) 2017. Functional testing was not performed due to autopulse displayed ua07 (discrepancy between load 1 and load 2 too large) error message upon powering up of the device. The issue was attributed to the defective load cell 1 and was replaced to remedy the fault. Additionally, after the replacement of the defective part, the autopulse was tested using the 95% patient test fixture (lrtf) with a good known test batteries until discharged and the autopulse passed successfully with no issues observed. Final functional testing was also performed and the autopulse passed all the testing criteria with no faults observed.